Manufacturer narrative:
The component was not returned for evaluation. If the product becomes available, an evaluation will be performed and a follow-up report submitted.

Event description:
Peel-back corner of pack was found to be partially opened. Opening appears to be uniform. It was reported that the failure did not occur during use. For related complaints see MFR report number 2248146-2014-00015 and 2248146-2014-00017.